Manufacturer narrative:
Device not returned.

Event description:
It was initially reported that the device was explanted. Follow up with the surgeon's office indicated that the device was explanted due to regurgitation. It was reported that the device was replaced with a bioprosthesis heart valve. Reportedly, the pt expired in 2007 due to low cardiac output, multi-organ failure. It was reported that the device (ring) was discarded.